Event description:
Reportedly, the user activated the MRI mode of the subject pacemaker after pacemaker follow-up. The inductive telemetry head was slightly moved from its position over the pacemaker pocket after the 'program' button was pressed. A telemetry error occurred. The atrial lead polarity setting was automatically changed from bipolar to unipolar. Despite the telemetry error, the mode could be reprogrammed to MRI mode. It had to be cancelled to change the atrial lead polarity back to bipolar. The MRI mode was successfully activated again and the MRI scan was performed. After MRI imaging, the MRI mode was deactivated and interrogation confirmed normal pacemaker functioning.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the user activated the MRI mode of the subject pacemaker after pacemaker follow-up. The inductive telemetry head was slightly moved from its position over the pacemaker pocket after the 'program' button was pressed. A telemetry error occurred. The atrial lead polarity setting was automatically changed from bipolar to unipolar. Despite the telemetry error, the mode could be reprogrammed to MRI mode. It had to be cancelled to change the atrial lead polarity back to bipolar. The MRI mode was successfully activated again and the MRI scan was performed. After MRI imaging, the MRI mode was deactivated and interrogation confirmed normal pacemaker functioning.